Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately 11 years post deployment, it was observed that the ivc filter had dislodgement of a couple of arms of the filter. Which projected to the right of l2-l3 area. Five months followed by, CT scan revealed that some of the prongs were extending across the midline anterior to the aorta just below the level of the renal veins. Therefore, the investigation is confirmed for filter limb perforation and filter limb detachment. However, the investigation is inconclusive for filter migration.based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient due to motor vehicle accident. At some time post filter deployment, it was alleged that the filter detached,migrated to heart and struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported that the fractured struts retained in the venous system below the level of the renal veins which appears with some of the prongs especially at its proximal extent external to the vessel extending across the midline anterior to the aorta just below the level of the renal veins; however, the current status of the patient is unknown.